Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a loss of capture and a loss of sensing on the right atrial (ra) lead. X-ray imaging was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.